Event description:
It was reported to resmed that an astral device displayed a total power failure alarm and battery inoperable error message. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation was unable to reproduce the reported complaint. Review of the logs confirmed the reported complaint. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The total power failure alarm was due to the device being manually powered off while logging was disabled and alarmed due to the missing logs. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm and battery inoperable error message. There was no harm or serious injury reported as a result of the incident.